Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to disassociation, the outer cup remained in the acetabulum. During revision surgery, it was confirmed that the plastic lock ring detached.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.